Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendectomy. According to the reporter: the tip of the shears broke off. It is possible that it stayed in the pt during surgery. The tip was never found. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss. The case was delayed five minutes. Since it was a laparoscopic case they inspected the belly and since the edge of the tip was small (smaller than a henoclip) x-rays were not performed.